Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had connection issues. The following information was received by the initial reporter with the following verbatim: I was notified by beside nurse that while changing tpn/smof tubing the clave was stuck onto the PICC hub. The nurses used kelly clamps to turn the clave while holding the PICC. The clave separated from the PICC and the short plastic piece that sits in the PICC (as part of catheter) also came out. Blood immediately backed up. The nurse caring for the infant stated that they cleaned the top of the PICC catheter and plastic piece and put them back together, then proceeded to hang the new tpn. I was informed of the situation after the new ivf were infusing into the PICC. Because of the risk of infection, a new PICC was placed and the compromised PICC was removed.